Manufacturer narrative:
Date sent to the FDA: 11/1/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted a fairly large umbilical hernia which was densely adherent to the umbilical stump. Two cystic areas filled with thick brown fluid in this area. Mesh material was encountered, which had herniated through the sac. This was excised en bloc with the hernia sac. Some omentum was attached to the mesh and this was freed up. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/30/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.